Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath was already kinked (initially incorrectly reported as the carrier tube being kinked). A kink was confirmed in the insertion sheath when the angio-seal poly-foil pouch was opened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french (fr). The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown.